Event description:
It was reported the patient had some side effects. At higher settings the patient was getting pulling and side effects but they were able to get control with those settings. After 1.5 hours of stimulation, the patient got lightheaded and the felt like their leg was cement so they used the programmer to turn one side off. They had left the left side on for their right dominant hand so they could be functional. The patient was leaving for vacation for 2 weeks and they would work on the other side after they returned. The patient had fatigue with ¿stimulation 0.¿ the impedance values were all normal. All contacts with 8 were >40,000 ohms but they programmed around it. It was further reported the patient had dizziness, lightheadedness, balance issues, and visual disturbances. The visual disturbances were not constant with the stimulation. The lead was placed in the ventral intermediate nucleus (vim) where visual disturbances were not an issue. The patient had eye issues but they were not constant with the stimulation. The patient was reprogrammed on the day of report and they were doing find at the end of the appointment. The patient had called back 5 hours later and reported they had the dizziness and lightheadedness again. The patient was going to turn off their stimulation. They would turn on the stimulation for eating and small amounts of time as tolerable. The patient had a follow-up appointment scheduled for (B)(6) 2014 with their doctor. A post-implant neuropsychological exam was suggested as there were some things discovered during the pre-implant neuropsychological exam but it wasn¿t something to deter them from implanting. The physician¿s assistant agreed that the visual disturbances were not related to therapy since the lead was ¿nowhere near the red nucleus¿ which is where visual disturbances come from. Additional information received reported the patient was last seen on (B)(6) 2014. While the patient was on vacation she broke her back and went into the hospital for 10 days. They broke their back at l1 by lifting up a mattress and ¿now it would affect her gait.¿ they had a procedure for the compression fracture and the patient also had osteoporosis. They kept the device off during the surgery. The patient had several programming issues. The device was for essential tremor. While they were on vacation they had walking issues too with the stimulation and it had been documented. On the day of report the patient¿s right implantable neurostimulator (ins) was working on the left brain and it was turned on and the patient was doing very well. Their doctor did not want the right brain on for the left side due to the patient being sensitive to the stimulation. When both sides were turned on at the same time it was too sensitive for the patient. The nurse practitioner had run the impedances. The doctor did not want to mess with turning on the other ins at that time as the patient was still in a lot of pain due to breaking her back. The impedances had been basically the same since implant on the right side. The impedances were as follows: results at .7v: c,8- >40,000 c,9- 2038 c,10- 2295 c, 11- 2757 8,9- > 40,000 8,10- 2646 8,11- 2990 9,10- 4026 9,11- 4650 10,11- 4936 results at 1.5v: c,8- 3251 c,9- 1497 c,10- 1535 c,11- 1909 8,9- 4602 8,10- 5118 8,11- 5638 9,10- 3307 9,11- 3989 10, 11- 3609 the ins on that side was turned off but when it was on c, 10 it provided the most benefit. The patient was able to drink with the dominate hand. The doctor increased the patient¿s oral medications of primidone. Their next appointment was scheduled for (B)(6) 2014. There was no sign of fractures in the leads. Additional information received reported a CT was ordered by neurosurgery in (B)(6) 2014. The patient was upset about their benefits and side effects. They had been intolerant to bilateral stimulation use. The left generator was off at the time of report and they used the right generator intermittently sometimes for only 30 minutes at a time and sometimes they may leave it on for a few hours. They experienced ataxia and slurred speech. They had high impedance on the left generator on (B)(6) 2014 that read 3,104 ohms. The right side implantable neurostimulator (ins) showed >40,000 ohms. The first time they had high impedances was on (B)(6) 2014. They had used 1 ½ hours on (B)(6) 2014 to ¿lat and legs fatigue.¿ in (B)(6) the patient had left the office and returned to the office in 3 seconds with being off balanced and nauseated. It was noted to have developed with walking but they felt better when they were seated. During adjustments in (B)(6) and (B)(6) 2014, the patient experienced heavy legs/mild left lower extremity heaviness, ¿floaty¿, blurred vision, dizziness, the right side of their face went numb, shakiness, facial swelling, transient paresthesia with walk, left hand tingling, right lower extremity slightly uncoordinated, head tremor, ¿not sure of self¿/foggy in head, and their legs wouldn¿t lift.

Event description:
Additional information received from the patient reported they were not happy with their stimulator. The stimulator was not working the way they said it would. They had been going to their health care professional (hcp) office about every month or so to get it readjusted. It had been going on for 1.5 years.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from manufacturer representative reported the patient right tremor was 100 percent better and well controlled. The left hand tremor was about 60 percent better. Health care provider (hcp) had tried several programming combinations and patient received best efficacy at different settings but patient complained of falls and legs feeling heavy. The patient was currently receiving therapy and her settings were 9-,8+ 4.8v 60pw, 180 hz. It was indicated that the extended tremor was controlled but flexed tremor produced slight flapping tremor. Patient did not think deep brain stimulator (dbs) was beneficial on the left side. Hcp turned off the left side and patient realized she was receiving benefit. Hcp explained this might be all the benefit patient would get. Patient was disappointed because she had great tremor control on the right. Patient was right hand dominates and could brush her hair but patient said she would also like to do those things with left hand. Rep confirmed patient was right hand dominate and said patient should continue to do this activities of daily living with her dominate hand. Patient was scheduled for an appointment with hcp in (B)(6).

Event description:
Additional information received reported the patient was getting great right side tremor control and the manufacturing representative was focusing on the patient's left side today. When the left side was turned on, the patient got light headed. During the patient's last visit, their blood pressure dropped when they went from sitting to standing. On the day of this report, the patient's blood pressure when seated was 124/70 and when they stood up it was 110/62. The implantable neurostimulator (ins) was turned off for five seconds and the patient's blood pressure was back to 120/72. The ins was programmed to c+, 10- at 1.4v, 90 usec, and 160 hz and the patient had good tremor control. When the patient stood up they had a "fuzzy feeling" and their blood pressure decreased. The ins was then programmed to c+, 9- at 1.5v, 60 usec, and 160 hz. On that setting, the patient did not have a "fuzzy feeling" when they stood up and their blood pressure did not decrease. The patient then started to walk around the room and both of their legs felt "heavy." The patient has had some falls in the past and their healthcare professional (hcp) did not think there was enough of a change in the blood pressure so they were not concerned. The patient had the same feelings and changes in blood pressure when the ins was turned off.

Event description:
Additional information received reported there was a 50% or greater symptom reduction. The patient was turned on to c+ 10- 0.5v, 90 pw, 60 rate. Their tremor was decreased and she did not experience any side effects. The cause of the event was not determined and it was not device related. The patient no longer experienced the side effects and the eye issues were not related to the deep brain stimulator (dbs). The patient had eye hypertensive retinopathy not related to dbs. The patient was doing fine and they received effective therapy. No adjustments were made on other settings. Her right hand tremor was completely gone and the patient was sent home on program a with new settings and program b with old settings. The programming session occurred on (B)(6) 2014. The plan was for the patient to return in 6 weeks and slowly increase their voltage by another 0.5v.

Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0jhdy, implanted: (B)(6) 2014, product type: lead. (B)(4).